Manufacturer narrative:
One contaminated emg tube was returned for analysis. An ohm meter was connected to the wire harness to test the resistance of each electrode. The resistances of each of the electrodes were within the product specific specifications. This product was being used for treatment and not for diagnoses.

Event description:
Description of the event: during a thyroidectomy, the nerve response could not be heard from the nim monitor. The first side of the thyroid was treated without any emg signal. The customer reported the only problem was there was no noise - neither the typical stimulus-tone (although the monitor shows current on the screen), or the tone for nerve detection could be heard. There was no wave form on the monitor although they were 100% sure that the nerve was detected. To prevent potential bilateral nerve damage and to assess patient condition, the facility decided to close the surgery after one side was done and remove the 2nd side of the thyroid another day. The nim system and the patient simulator were checked by the facility and found to function as designed. The nim functioned as expected on a second surgery later that same day. Therefore, the opinion expressed by the facility is the problem may have been the endotracheal tube.